Manufacturer narrative:
Additional manufacturer narrative: the surgeon's response indicated that the device is not available for return. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the device was explanted after an implant duration of approximately 2 years due to a staph infection.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: no further details were provided. Investigation is on-going. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, an annuloplasty ring was explanted after an implant duration of approximately two years (23.90 months) and was replaced with an edwards valve for unknown reasons.

Event description:
On (B)(6) 2011, a response was received from the surgeon indicating the device was explanted due to endocarditis of the native valve and not due to a device malfunction. The infection was reported as bacterial, source only known as "staph".